Event description:
It was reported that out of packaging, the helix would not retract. After several unwinding attempts, the helix retracted. However, the same issue arose a second time and the physician decided not to implant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported helix would not retract was confirmed. A bent helix was responsible for circular movement of tip electrode not in uniform way when extending and retracting the helix.